Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the lid of the device was difficult to open and would get jammed; one hinge plate screw came loose and became lodged in one of the display latch release buttons. It was also noted that the stylus touch-pen of the device was non-functional. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the lid of the programmer was difficult to open and would get jammed. The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.